Manufacturer narrative:
(B)(4).

Event description:
Information received from the patient reported that their implantable neurostimulator (ins) never really worked for them since its implant. The patient then stated that it "doesn¿t reach¿ their feet like it did in the beginning. The potential cause for why the device never worked for them was that the device must ¿have fused¿ wrong in their spine. It was noted by the patient that this allegation was made by the manufacturer¿s representative they were working with. The patient had met with the representative many times for reprogramming and spent many hours readjusting the implant but never got it to work. The patient was to have an MRI of the brain/head for an MRI for an issue not related to the ins device/therapy. Additional information received from the healthcare professional (hcp) reported that the patient had chronic pain but it was unknown when this started. The indication for use was spinal pain. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information was received from the patient on 2017-05-10. The patient reported that the implant never worked for her. The patient reported that they tried every single way to get it to work, but never was successful. The patient inquired about explant. No further complications anticipated.